Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was ineligible for a manufacturer-provided replacement due to the expired warranty and declined a follow-up from customer technical support; no further information on actions taken was available.